Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one open pen needle sample was returned from an unknown. Clog testing was carried out on the returned sample and no issues were observed. Conclusion: no DHR review can be carried out as lot number is unknown. Root cause: no issues were observed with the returned sample therefore no root cause can be identified. Rationale: no CAPA necessary.

Event description:
It was reported before use an unspecified insulin syringe w/ needle was unable or difficult to prime. The following information was provided by the initial reporter: ¿noticed needle partially blocked¿.